Event description:
Account states they obtained critical values for a patient ise sample. The initial value for the patient potassium was 5.6 mmol/l and when repeated, the results were 8.8 and 6.5 mmol/l. When repeated on another instrument the result was 4.1 mmol/l. The incorrect result was not reported. The field service rep found a clot in the rinse line and repaired the instrument.